Event description:
On 04/13/1999, the international distributor informed the manufacturer (MFR.) Via fax of the following: a customer in the international distributor's territory stated that the device body was leaking as visualized on during an in vivo dye study. The device was explanted and was being held in biomedical engineering who wanted to perform ex vivo testing to determine where the device was leaking from, which is believed they think is the base. The international distributor's representative advised them not to do any studies on the device that will jeoparidize any of the MFR.'s investigation. However, they are concerned at the time it will take to analyze the problem and the validity of the results the company may issue, due to a previous problem with another MFR.'s device. The international distributor assured them this should not be the case with this MFR. The international distributor requested advice whether indeed the MFR. Minded a simple attempt at flushing the port with 5 ml of saline to assess the area leaking prior to shipping to the MFR. Additionally, a batch analysis was requested on this product to see if any other leaking problems have been reported. On 04/13/1999, the MFR. Informed the international distributor via a fax that the MFR. Requested no testing/studies be performed on the device prior to being returned to the MFR. For analysis. The international distributor was also informed that a trend analysis was performed on similar incidents (device body leaking) for this catalog/lot number and no other reports of this nature have been reported. On 05/11/1999, the MFR. Received additional information via a fax that states the device was replaced on 02/17/1999. Bruising, swelling and pain over the patient's right breast where the device was situated was noted following chemotherapy administration. Scan indicated contrast leaking at the device body somewhere. Additionally, it was stated that the lot number of the faulty device was not known, but was suspected to be 14057? No further details were provided at this time.